Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 2 clicked multiple times when opening. A field service engineer (fse) removed the center column from the tower. After confirming the latches were already greased, the fse disconnected the harness from the door controller board and then reconnected it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, tower door clicks several times during opening and it failed intermittently. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.